Event description:
A malfunction was reported where the customer experienced many out-of-range and occlusion alarms with the t:slim device, along with difficulties fitting the reservoir into the pump system. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call for troubleshooting assistance and may be referred to clinical support if necessary.